Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. The operating system is unknown so product information provided is for ios. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported the customer attempted to apply an adc device and being unsuccessful due to the inserter not firing, and as a result of being unable to monitor glucose levels. Customer was contacted and stated they were unable to self-treat, requiring third-party administration of given juice, sugar, food for treatment.  There was no report of death or permanent impairment associated with this event.